Manufacturer narrative:
Additional information: the stent remains in the patient's eye; therefore, the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The product was processed and released according to the products acceptance criteria. There is no evidence that the device was released for distribution with any manufacturing or device related nonconformities. Based on the investigation and available information the root cause of the reported event was likely due to operational context. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular micro bypass stent system procedure one of the stents was inadvertently dropped into the patient¿s left eye. The surgeon was unable to retrieve the stent from the eye due to intraoperative heme. Per report patient anatomy, compromised intraoperative visualization and surgical technique/experience with the device contributed to the reported event. A back-up device was used to complete the procedure, and there was no report of patient injury. Additional information is being requested.